Event description:
It was initially reported that the patient came in to a recent appointment at unintentional settings. It was believe that the settings change was due to an incomplete diagnostic from 2010 which was confirmed through programming history in the manufacturer's programming history database. There was no final interrogation following a faulted diagnostics at the patient's previous appointment which would have caught the settings change. The patient was not having any advisement events of increase in seizures as a result of the settings change.

Manufacturer narrative:
Analysis of programming history (if applicable).